Event description:
According to a civil summons from the law offices. It was said that the plaintiff received a programmable valve in late 2005. The valve was implanted with an initial pressure setting of 110mm h2o into the head to treat normal pressure hydrocephalus. It was also noted that the condition severly worsened after implant due to an improper pressure setting on the valve. The physician attempted to correct the condition by adjusting the valve on several different occasions. At 110 to 130 on a week later. At 130 to 150 on ten days later, and 150-200 in 2006. Fluoroscopic images taken on the same day revealed despite several adjustments the valve had not changed positions from the lowest pressure of 30 and had gotten "stuck" in that position. The pt suffered over drainage, slit ventricles, bilateral hygromas and subdural hematomas and failed to improve. The pt is said to be left in a completely debilitated state, unable to move, speak, eat or survive without the use of a ventilator. Pt underwent a revision of eight days later, to have shunt replaced with a competitor product.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.